Event description:
During a supraventricular tachycardia procedure, the hemostasis valve of the sheath tube was leaking blood. After replacement of the sheath tube the procedure was completed with no adverse consequences for the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator and guidewire assembly were also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.